Manufacturer narrative:
Evaluation results: one cadd cassette reservoir was received in used condition without its original packaging inside in a plastic bag.  The sample was visually inspected at a distance of 12 to 24 inches, and under normal conditions of illumination. No abnormalities were observed. Accuracy testing was then performed. The sample was connected to a cadd legacy plus and a balance (mettler toledo) to look for any unusual function. No unusual function was observed. The accuracy tests were successful. The sample operated as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating the customer noticed a 12% difference between the measured flow rate and the actual flow rate of the smiths medical cadd cassette reservoirs. There was no patient injury due to the reported event.

Manufacturer narrative:
Device evaluation: returned sample consist in one (1) cassette product from p/n 21-7302-24 and l/n unknown. The sample was received in used condition. During visual inspection it was noted that the pump tube was flat, also the ay bag was bend in neck and pulled down. During accuracy testing the sample was connected to the cadd legacy plus to look for unusual function; no discrepancies were detected; the accuracy test was successfully passed. The customer reported condition was not confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.